Event description:
On (B)(6) 2019, neotract was made aware of a patient who underwent a successful prostatic urethral lift (pul) on (B)(6) 2019. The procedure was described to be uneventful and no complications were reported, and the patient was said to have stopped all anticoagulation medications prior to pul. Later that evening, the patient was admitted from the ER with abdominal and pelvic discomfort and pressure with associated nausea and vomiting. A CT scan revealed a pelvic hematoma. Lab values confirmed acute anemia. The patient received two units of prbcs and his hemoglobin level rose to normal levels. On (B)(6) 2019, he was discharged from the hospital. The physician reported that the patient is currently stable and doing well.